Manufacturer narrative:
The device was returned and the exposed portion of the soft cannula was observed to be bent. During the investigation, a tear was found in the exposed portion of the soft cannula. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level reached 452 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated by applying a new pod.